Manufacturer narrative:
The insulin pump was received with blank display due to faulty internal board. The pump was unable to perform the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of blank display and high readings from the insulin pump. The customer's blood glucose level was 400+ mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.